Event description:
The complainant reported a 76-year-old female patient in an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During impella support, there was high purge pressure reported. Tissue plasminogen activator was added to the purge. The staff monitored. Additionally, it was noted that the patient was bleeding from all sites. Five units of blood products were given to the patient. Furthermore, the patient had renal failure on support. It is unknown if the impella contributed or caused the renal failure. The patient was on impella support for 141.58 hours before the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the renal failure and the access site bleed has been completed. The pump was not returned for investigation. The pump was on bipella support. Data logs show no signs related to improper positioning or biomaterial interaction. According to the clinical report, the patient underwent crrt after impella placement, and later, after 5 days, bleeding was reported from all sites. Additionally, high purge pressure hpp was reported on the rp device, and it will be addressed under 24-37981 and removed as an investigated failure mode here. The cause of the access site bleeding issue was patient condition related since bleeding was reported from multiple access site. The cause of the renal failure issue was not determined since product was not returned and sufficient clinical information was not provided. Corrections to the initial MFR report: g1 MDR reporting contact email.